Event description:
Pt reported obtaining back-to-back blood glucose results of 122 mg/dl and 59 mg/dl, while using the suspect device. Pt indicated that, at the time the results were obtained, she was exhibiting symptoms of hypoglycemia. Pt self-treated by drinking of hypoglycemia. Pt self-treated by drinking orange juice and eating. No pt injury was reported and no treatment was received. Quality control testing had not been performed on the system. Technical support requested the return of the suspect product and replacement product was shipped.